Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and rebooted. The receiver log was reviewed, screen errors and hardware battery errors were observed. A functional test was performed and it passed. The receiver case was opened for an internal visual inspection and it passed. The reported customer error icon event was confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed err hwbat. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the allegation could not be determined. A root cause could not be determined.